Manufacturer narrative:
(B)(4) - blurred vision; size incorrect for patient. Evaluation method: medical review. Results: medical review - anterior subcapsular cataract is a labeled complication of icl surgery. The possible causes of this condition is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation during surgery. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. The root cause of inadequate vaulting has been determined to be due to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Cataract extraction was performed in this case which resolved the problem. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens on (B)(6) 2010. The lens was explanted on (B)(6) 2013 due to the patient developed a cataract. A toric lens was implanted.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of reddish residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the cataract was first observed on (B)(6) 2012. The patient had blurry vision. The patient's post-op bcva was 20/25.